Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported they let the implantable neurostimulator (ins) battery level get down a little more than half way before charging it, but it took twice as long to charge, and they were losing their charge way too fast. It was noted that sometimes the consumer would wake-up without a charge and their battery would be depleted so their legs would go numb (which was the reason for implant). It was further reported the recharging difficulties the consumer experienced were getting worse with moving around and lying, but they were able to get full coupling bars when charging. It was noted the antenna too hot message was seen on the recharger, and it had gotten too hot and shut off a couple of times. The consumer wanted to have the device removed, and had an appointment scheduled for (B)(6) 2016 to consult with a nurse practitioner to coordinate having the device removed. A request was made for the manufacturer¿s representative (rep) to be present at this appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.